Event description:
Pt was hospitalized from (B)(6) 2013 for hyperglycemia and experienced hypoglycemia while in hosp. The pt's sister recognized hyperglycemia when the pt was slurring speech on (B)(6) 2013 and called an ambulance. Blood sugar determined to be at 600+ at time of hospitalization. The pt was treated with an insulin and saline drip immediately. Physicians recognized ketones and that pt could not urinate. Pt was using v-go and said it was not delivering insulin. The pt was treated by a valeritas employee. Pt is no longer using v-go on hcp orders.

Manufacturer narrative:
On (B)(4) 2013 spoke with pt that relayed that she was hospitalized on (B)(6) 2013 with a diagnosis of dka and discharged on (B)(6) 2013. From the pre-v-go bg value range pt reported, her bsv's were not at goal. Pt was insistent that she applied the device correctly and the needle was activated and in place. No contributory factors identified other than the pt pre-v-go bg's weer not at goal in addition to her receiving less basal insulin with the v-go than pre-v-go. Pt reports experiencing hyperglycemia pre-v-go, yet when she was started on the v-go, she was started on a v-go 20, a device which delivered 20 units of basal insulin which was less than the pre-v-go amount of 30 units of basal insulin. This case will be closed at this time with f/u as additional info becomes available once I have the facility name and signed consent form for release of records from the pt. Pt did recover without further sequelae and is being managed by her hcp. Hosp consent form was not returned. Note to record: pt did report to call center that her bg dropped from 300 to 32 in the same day. This event was reported to the writer as happening on (B)(6) 2013 while pt was hospitalized and off the v-go for four days. This event is not related to the v-go.